Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in hospital for device upgrade, the pre-procedure device interrogation revealed low pacing impedance on the right ventricular (rv) lead. The lead was capped and replaced on (B)(6) 2020 during the upgrade procedure. The patient was stable.